Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the single use distal cover separated from the evis exera iii duodenovideoscope and fell into the patient during an unspecified procedure. Additionally, the customer stated no defect were found during the inspection of the devices and, no anti-fog agents were used during the procedure. Lubricant was applied to the scope and not the cap. After attaching the distal cover to the scope, a visual confirmation was performed to ensure the cap was securely on the hook of the distal ring and tear-off line. Once the separation occurred the physician inserted another scope in combination with a retrieval tool to recover the fragment without no further sequalae. There were no reports of patient death, harm or injuries related to this event. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the distal end cover was broken due to a lubricant, which was used for the device, unintentionally adhered to the distal end cover. And then, the cover was broken by chemical stress. It is also likely that after the physician and technicians confirmed that tip of the cover was not damaged and that it was attached in correct position, some stress was applied to rear end of the cover. Due to the stress, the cover was broken. Olympus will continue to monitor field performance for this device.